Manufacturer narrative:
(B)(4). Report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. No patient sample or reagent was provided for investigation. A retained reagent kit of architect (B)(6) lot 49216li00 was tested in a sensitivity setup including testing of two sensitivity panels (core only panel and ns3 only panel), a (B)(4) high (B)(6) panel and two commercially available seroconversion panels ((B)(4)). Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without (B)(6) results. In addition a review for non-conformances and deviations associated with the affected reagent lot was performed. This review did not identify any non-conformances or deviations. A review of final product release data was performed and showed that lot number 49216li00 was released with a pc value of 2.79 s/co which was well within specifications. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect (B)(4) reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer stated that a (B)(6) result was generated with lot 49216li00. An initial sample was tested on (B)(6) 2015 and a (B)(6) result of 1.7 s/co was generated with lot 48294li00. Western blot results were (B)(6). A new sample from the patient was tested on (B)(6) 2015 with lot 49216li00 and (B)(6). Results of 0.91, 0.90, and 0.92 s/co were generated. (B)(6). There was no report of impact to patient management.